Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported failed flow test low which was not reproduced. The device passed flow accuracy test with -3.23% accuracy error which is within 5% specification. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test low. The device was tested at 200ml/hr for 6 minutes however the expected and resulting volume to be delivered was not provided. There was no patient involvement. No additional information is available.